Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.5, lab: 2.8; inratio: 2.9, lab: 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation will be pursued. As of 09/27/2010, one discrepant result complaint was reported for lot #091111 yielding a complaint rate of 0.000218%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.